Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the adhesive from the infusion sets were not sticking to the customer's skin and "insulin leaked out". The customer alleged that this issue has occurred with different boxes and alleges that the product is defective. No adverse event was reported. The infusion set was requested to be returned for product evaluation.